Event description:
It was reported that the physician was unable to establish telemetry with this implantable pacemaker, and it was alleged to be operating in safety mode due to premature battery depletion. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that the physician was unable to establish telemetry with this implantable pacemaker, and it was alleged to be operating in safety mode. A surgical replacement is anticipated to resolve the event. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that the physician was unable to establish telemetry with this implantable pacemaker, and it was alleged to be operating in safety mode due to premature battery depletion. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed and no visual anomalies were observed. The device case was removed to facilitate inspection and testing of the internal components. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.